Manufacturer narrative:
H 3 evaluation summary: the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. One decontaminated catheter was received for evaluation. A functional inspection was performed showing the sample received complied with manufacturing specifications. The balloon was able to be deflated within the acceptable specified range. The reported condition could not be confirmed. No formal investigation action is required because the results of the product¿s analysis was acceptable. Corrective action will be limited to supplier awareness. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the water was unable to be removed from the balloon. The issue occurred prior to patient use during testing.